Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this patient was seen and the device was interrogated. All parameters were within normal limits.

Event description:
Boston scientific received information that the patient with this pacemaker has experienced dizziness, fainting, and multiple falls causing her to seek medical attention. The patient indicated that she had undergone a pig valve replacement almost ten years ago and has never had the valve or her device checked; therefore, she is unsure what is causing her symptoms. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.